Manufacturer narrative:
(B)(4). The returned speedband superview super 7 (handle assembly, ligator head, and irrigation tube) was analyzed, and a visual evaluation noted that the ligator housing had three bands attached, some bands were moved from their positions and overlapped. The handle assembly and the irrigation tube were in good condition. The device was observed under magnification, and the ligator head teeth were bent/damaged. The handle had marks of the trip wire being secured. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The product analysis revealed that the ligator head teeth were bent/damaged, and the bands on the ligator head were moved. These suggest that the device could not deploy. These conditions could have been generated due to the manipulation of the device or technique used during handling and this may have interfered with the normal operation of the device. The bent ligator head teeth are evidence that the functionality of the device was affected in some way, possibly due to the tortuosity or anatomical conditions of the patient. The most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during a band ligation procedure performed on (B)(6) 2021. During preparation, there was difficulty tensioning the trip wire as it was blocked and could not be unblocked. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: some bands were moved and overlapped suggesting inability of the device to deploy the bands and the ligator head teeth were bent/damaged. Please refer to full investigation details.